Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The superior shaft is broken at the pivot pin. The broken off portion of the shaft is missing and not returned for analysis. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event.

Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the tip broke of the pituitary broke during the procedure. All pieces were recovered from the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.